Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.

Event description:
It was reported that after a laparoscopic gastric band procedure, the patient reported severe abdominal pain so the port was removed and replaced. There were no adverse consequences for the patient. Additional follow up is being conducted to determine how the port a used/contributed to the abdominal pain. If additional details become available a 3500 a supplemental will be sent.